Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier was inspected prior to use and no damage was noted. The incident occurred while the surgeon was clipping the cystic duct. The surgeon was unable to clip duct as the instrument popped while trying to close. Large weck hem o lok clips were used. Appropriate size clip for structure was used. The incident occurred during the first application of the clip. The issue was resolved by using a backup clip applier without incident.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that while clamping the large hem-o-lok clip applier instrument, the wire came loose and popped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the wire came loose and popped on a large hem-o-lok clip applier instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). Fa confirmed the customer reported complaint. A broken grip cable was found at the proximal end (in the housing) and caused the grip cable to become loose at the distal end. The complaint was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not reported by site found the instrument to have an excessive amount of dried residue around the clamping pulley cable grooves.